Event description:
A healthcare professional reported that the ventilation filters were not functioning properly in the ophthalmic system and did not allow air to enter the bottle as soon as a vacuum formed during surgery. Air bubbles were observed rising in the balanced salt (bss) bottle. To resolve this, a cannula was inserted into the top of the bottle to allow flow, but this compromised the sterility of the solution. The patient subsequently experienced inflamed eyes, and a case of endophthalmitis was reported. The surgery details were not reported. This report is pertaining to ophthalmic system involved in the event. This report is pertaining to one of two reports from the same facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial number is unknown; therefore, the service history review could not be performed. Based on the information available, the customer reported event cannot be confirmed. As per clinical evaluation, endophthalmitis is most commonly caused by a patient's own ocular flora, particularly staphylococcus epidermidis. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. In addition, manufacturer phacoemulsification systems are closed systems using sterile, single-use consumables, designed to isolate the patient fluid path and minimize contamination risk. It should also be noted that the surgeon is a trained medical professional that in the event of an incident the surgeon will mitigate those issues to proceed manually. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.